Event description:
It was reported that the patient was experiencing puffiness and pain at the battery site. The patient had their device implanted on (B)(6) 2013 and did well from (B)(6) until 3 days prior to the report. The patient twisted when moving boxes and they began feeling pain at the battery site with puffiness. The patient felt that charging the unit caused a pulling sensation. The battery site looked fine. The patient was being sent for thoracic, lumbar, abdominal, and pelvic x-rays to look for lead migration or fracture. When the device was on it would cause the patient pain. There was no diagnostic testing or troubleshooting performed. The patient was experiencing a burning sensation, pain, and less than 50% therapy relief at the device pocket and the lead location. It was further reported that the patient did go for x-rays but the manufacturer representative was not aware of what the x-rays showed. The patient did not want to be reprogrammed as the stimulation was in the same location. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had cryptic neuropathic left sided low back and pelvic pain. It was noted that the patient underwent a spinal cord stimulator implantation after a successful trial. It was noted that the patient's pain had been doing fairly well after implantation. It was noted that the patient was turning and pulling a box on the floor when she had severe pain in her low back near her sacrum. It was noted that the patient had been in fairly sever pain since then. It was noted that her pain was worsened with the spinal cord stimulator. It was noted that when she turned off the stimulator her pain got a little better. It was noted that the patient felt weak in her legs and had been using a cane for ambulation. It was noted that at its worse the patient's pain was 10/10 and at best 7/10, at the time of report the pain was 10/10 and on average 4/10. It was noted that the patient described the pain as sharp, shooting, or stabbing. It was noted that the patient had pain all the time and it was much worse since last time. It was noted that the implantable neurostimulator (ins) had provided 70 percent relief for her pain before this event happened. It was noted that the patient was concerned that she may have pulled something while trying to pull the box. It was noted that the patient had not tried any anti-inflammatories. It was noted that the patient had some tenderness to palpation over the generator itself. It was noted that the patient had concerns for lead migration and lead fracture. It was noted that the patient did not appear to have any active infections. It was noted that the healthcare professional (hcp) advised the patient to keep the stimulator off since it was causing more pain. It was noted that the chronic pain that the spinal cord stimulator was being used to treat is not bothering her when the stimulator was off over the last couple of days. It was noted that this pain was so severe. It was noted that x-rays would be obtained to evaluate the lead.

Manufacturer narrative:
(B)(4).